Event description:
The customer reported that the system went down during a case and would not reboot. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive and gpos battery were replaced, and the system software was reloaded. All workstation boards and connectors were reseated. The system was then found to be operating as intended.